Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Patient 2 and 3 (same patient) - (B)(6) old female patient 2 and 3 (same patient) - warfarin ((B)(6) 2011), low-dose aspirin this medwatch report is for the suspect device used in the coaguchek xs system (lot number 20203611, expiration date 05/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the coaguchek s system.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.5 inr/2.0 inr, 3.1 inr/2.2 inr, 3.0 inr/2.2 inr patient 1's warfarin dose was decreased. No adverse event reported. Requested return of suspect system and replacement was sent.